Manufacturer narrative:
Concomitant product: 4194-88 lead, 6947-65 lead.

Event description:
It was reported that the patient experienced palpitations and potential right atrial (ra) lead atrial undersensing in the ventricular sensing episodes was suspected. The ra lead remains in use. No further patient complications have been reported as a result of this event.